Manufacturer narrative:
(B)(4). Batch # unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the surgeon was performing a reoperation on a patient with a small bowel obstruction using a tlc75. The stapler misfired and did not form staples successfully while stapling the common opening of the side to side anastomosis. The procedure was delayed by 15-minutes. A new stapler was used to complete the procedure successfully. There were no patient consequences.